Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed a user advisory (ua)18 (max take-up revolution exceeded) error message" was confirmed based on the review of the archive data but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua18 error message. The probable root cause of the ua18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. Visual inspection of the returned platform revealed a damaged front enclosure, unrelated to the reported complaint. The physical damage was attributed to user mishandling. The front enclosure was replaced to address the observed issue. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient during take-up. As take-up is performed (when the user pressed the start button), the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting a patient, which would result in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The ua18 is also observed when the autopulse platform detects that the patient's chest is too small while sizing the patient (take-up), or when the autopulse platform detects no weight present on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Unrelated to the reported complaint, further review of the archive data revealed the following user advisories and fault codes to have occurred around the customer's reported event date: user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), ua17 (max motor on time exceeded during active operation), ua45 (not at "home" position after power-on/restart), fault code 16 (timeout moving to take-up position), and fault code 42 (force overload tripped). Based on the archive data files, the customer was able to clear all the error codes. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, fault code 16 is an indication that there is an obstruction between the lifeband and patient, or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per autopulse user advisory list, fault code 42 error message alerts the load cells have detected too much force is being applied. This typically occurs as a result of a hardware or software issue, bad battery or with a low charge status, damaged load cells, or if the patient's chest is too stiff. This error message can be cleared when the user press restart. The autopulse platform passed initial functional testing without any fault or error. During further testing, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for 30 minutes. The platform passed the test without any issues, and the reported complaint of the ua18 error could not be replicated. During functional testing, it was noted that the clutch plate was sticky, unrelated to the reported complaint. The probable root cause for this issue is most likely due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua)18 (max take-up revolution exceeded) error message. To troubleshoot, the user re-adjusted the lifeband and re-started the autopulse platform; however, the issue persisted. No consequences or impact to the patient.